Event description:
It was reported, patient had a revision due to falling and fracturing her left shoulder.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.